Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that intra-op, during use the tip of the product broke. No fragment remained inside patient. No patient complications were reported.